Manufacturer narrative:
Correction field: h6(component codes). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing near the y fitting approximately 75.7cm from the iab tip. The optical fiber was found to be broken within the membrane and inner lumen kink approximately 7.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the sensation plus 8fr. 50cc intra aortic balloon (iab) had no signal on the fiber optic while device was in use. No harm or injury to the patient was reported.